Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The healthcare professional on opening the c-flex 570c iol blister pouch identified an impurity in the pack and discontinued use of the product. The product was retained and returned to rayner by the (B)(6) distributor. On (B)(6) 2017, edx testing was performed. Edx testing found trace elements of titanium in the deposit taken from the blister. United medical have advised rayner that the hospital did not use any metal tools or containers. It is not possible from the analysis to determine where the trace metal has been introduced into the blister. It is possible that they may have been introduced during manufacture; however, it is also equally possible that it was introduced once the blister had been opened at the hospital. A review of production records for the c-flex 570c iol blister pouch (lot: 02710186746). Did not identify anything out of the ordinary during manufacture. Records show that all manufacturing and quality checks were conducted with successful results. No other reports, of any nature, have been received against the c-flex 570c iol (lot: 02710186746).

Event description:
During the us FDA audit of rayner (establishment number: (B)(4)) that took place between (B)(6) 2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of (B)(4) cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On (B)(6) 2017, rayner intraocular lenses limited received notification from its (B)(6)distributor that a healthcare professional on opening a c-flex 570c iol blister pouch observed an impurity in the pack.